Manufacturer narrative:
Information was received from a surgeon who is not required to complete form 3500a. Visual exam of returned product revealed fracture and failure of the internal linkages. The reported lot was manufactured in august 2010 and has an approximate field age of 4 years. This device is used for treatment. This issue has been previously reported and investigated, resulting in a device design change. It was identified that the piston length for the offset sizing plate handle was the root cause for noted breakages. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery, when removing the tibial baseplate sizer from the offset handle, the trigger of the handle fell apart onto the mayo stand. All known parts were collected and put to the side.